Manufacturer narrative:
Patient weight: unknown/asked but unavailable. Ethnicity: unknown/asked but unavailable. Date of event: unknown, not provided, but the best estimate date is between nov 30, 2021 and feb 15, 2022. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to refractive error. Another j&j lens of same model and of lower diopter (22.5d) was used as the replacement. There was no patient injury and no other intervention was required. The patient was doing fine post operation. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with no visible issues. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed and no additional conditions with the lens were observed. The complaint issue reported could not be confirmed and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.